Event description:
Patient reported experiencing blurred vision and headaches due to low inaccurate readings with a fasttake meter. Patient's blood glucose readings was 106 mg/dl as compared to hcp meter reading of 261 mg/dl. The readings were taken more than an hour apart. Patient's doctor increased the set amount of daily regimen for glucophage from 500mg to 1000mg. No further information has been reported.